Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was migrated. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.